Event description:
It was reported that during a plf at l4-s1, minimally invasive, the scrub tech was tightening screw onto driver at back table, but screw would not engage properly. It is not known if screw became crossthreadded or if a piece of the driver tip broke off into it. Surgeon used another screw and driver to complete the procedure with no further problem. There was no patient involvement. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mnh, mni, kwq, kwp. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The product evaluation visual inspection revealed that the first thread in the screw head is damaged and the blue anodize has been completely scraped off. There are some scratches in the stardrive recess from engagement of a screwdriver tip. The returned part functions as intended and this is invalid in relation to the screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).